Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins remained empty after charging for 30 to 40 minutes. It was noted that the ins recharger was fully charged and he had 8 bars while recharging. The caller stated that it was not showing any charge in the ins and he could not turn it on. It was reviewed with the caller that he could not turn the stimulation on until 1/4 of the battery was full. The patient was going to charge for another hour and if that did not resolve the issue he was going to call back. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.